Event description:
It was reported that a malfunction alarm occurred. Subsequently, the pump shut down. The customer turned the pump on and the malfunction alarm occurred again. Blood glucose was 280 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.